Event description:
It was reported that the tip of the catheter got bent and balloon leakage occurred during the first pass when a thrombectomy was being performed. The catheter was replaced. There were no patient complications reported.

Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. Blood was observed from the balloon and windings. The tip of the catheter was found damaged. The spring tip was stretched and bent. There were no missing components. This condition may occur when a pull force of 0.7 lbs on the inflated balloon (per IFU) has been exceeded. The balloon was found to be ruptured longitudinally and the ruptured edge appeared to match up with no missing latex. No visible damage or inconsistencies to the catheter body or windings was observed. Visual examinations were performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of bent catheter tip and balloon leakage was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.